Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced pump stop events. The patient had a known phase to phase (MFR# 2916596-2025-01330). There were no certain movements that aggravated the alarms. Log files were submitted for review. The log file captured several low speed and pump stop events on (B)(6) 2025 at 0939 through 0949. There were a couple pump stops noted back in (B)(6) 2025 on the last log file review but appeared that the damage may have progressed to more frequent pump stop events. The patient was on dobutamine and the plan was to discharge on the drip.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed low speed and pump stop events that could be indicative of an issue with the driveline; however, a specific cause for the suspected driveline damage could not be conclusively determined through this evaluation. A review of the submitted log file found low speed and pump stop events on 21may2025 while the device was connected to 14-volt batteries. Power increased and alarms were captured, including low speed advisory, low speed hazard, low flow hazard, and motor stop alarms. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. There were no other notable alarms related to the pump active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline and the driveline repair, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was said to be on palliative care at home, on dobutamine.